Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 64002, lot# 0211952893, implanted: (B)(6) 2017, product type : adapter. Product ID neu_unknown_lead, product type lead. Product ID neu_unknown_ext, product type extension. Product ID neu_unknown_ext, product type extension .

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an insand pocket adaptor implanted (B)(6) 2017. All of the connections were correctly done, and an impedance test was performed. Everything was good. The patient was seen post-op and on (B)(6) and everything was okay. On (B)(6) the patient saw their neurologist as they felt they had symptoms on their left side. High impedance was measured on contacts 4 and 5. A new setting was programmed not using those contacts, but symptoms were not controlled as well. The patient's parkinson's symptoms worsened. It is unknown if any external or environmental factors led to the event. The patient may go back in for an operation to re-connect the system and see if the impedance issue resolved, although no revision has been planned yet. The system will be replaced if it is not. No further complications were reported or anticipated. On (B)(6) 2017 emailx2 (B)(6) 2012 (rep, hcp, for) additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient had lost therapy on their left side. On (B)(6) 2017 the patient underwent a revision. The adapter was reconnected but that did not resolve the issue. The adapter was replaced. Impedance was still high, so a new ins was implanted. The impedance issue was not resolved. The extensions were replaced and impedance remained high. The patient's symptoms are still not controlled on their left side. The patient has not experienced any falls or trauma. The cause of the impedance issue remains unknown. The patient's healthcare provider (hcp) wants to replace the leads.

Manufacturer narrative:
Product ID: 64002, lot# 0211952893, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: adapter; product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead; product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension; product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. Implant date of extensions and lead was stated to be in 2010; however, the month and day were not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the lead was broken, which was the cause of the impedance issue. The lead was replaced, and the event was resolved. The lead and extensions were cut in order to remove them. It was noted the dates of implant of the extensions and leads were not available, as the first implantation was not done by the current health care provider (hcp). No further complications are anticipated.